Event description:
Customer reported being treated by emergency medical team due to high blood glucose. Prior to treatment blood glucose were elevated, customer ate lunch and gave correction for elevated blood glucose and food. Unable to complete troubleshooting customer does not have a clamp. Instructed customer to monitor blood glucose; explained the 2 high blood glucose rule and asked customer to call back for high pressure test when clamp arrives.